Manufacturer narrative:
H.6. Investigation: bd received samples and 8 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding, foreign matter and ink smear on tube ,stopper smear and fm embedded in the stopper with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding, foreign matter and ink smear ontube ,stopper smear and fm embedded in the stopper with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective stopper molding through a corrective and preventive action (CAPA#796739).

Event description:
It was reported that there were 22 tubes with foreign matter and 2 tubes with molding defects that were discovered prior to use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty inside of stopper x10. Fm in tube x1. Damaged tube x2. Dirty stopper x2. Dirty tube x9.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 22 tubes with foreign matter and 2 tubes with molding defects that were discovered prior to use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty inside of stopper x10, fm in tube x1, damaged tube x2, dirty stopper x2, dirty tube x9.